Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned. However, a review of the device history records for manufacturing revealed no complaint related issues.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon was trying to get the blade guide sleeve down to the bone, but it would not seat completely. The surgeon had to use multiple wrenches and a lot of force to seat the sleeve. Both the blade guide sleeve and the buttress nut have damaged threads causing them to not seat into position easily. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for complaint (B)(4).